Event description:
On (B)(6) 2012, I had a medical procedure laser hair removal targeting 8 dark hairs on either corner of my upper lip at (B)(6). Since the procedure the summary of symptoms I have experienced includes: upper lip wrinkles when talking and pursing lips, change in smile muscles in upper lip not working normally, drooping eye brow, dropped over eyelids, vision change especially left eye and eye pain. Drop in alignment of jaw, tingling in face and neck, swelling in right forehead, reduction in sense of smell and taste, headaches, seizure like activity resulting in ER visit. Lines in face and forehead that were not there before, loss of hair and receding hair line especially on right side. Instability in left upper crown. The medical device not sure of brand/model. It was a laser machine. I went back to (B)(6). I was told by the nurse practitioner to try zyrtec and to f/u with my dermatologist's office. The next day, I went back down there to be told I was "(B)(6), I had wrinkles". I was told repeatedly that "it was impossible" for the laser to cause damage. That we would have to agree to disagree. I was told that I could f/u with their doctors, but that it would be awhile before I could be seen. I have been to my dentist, the dermatology office, my gp that has only seen me twice, and not for over a year, a plastic surgeon and an ER doctor. I have had a CT scan of my head following seizure like activity and a MRI. The plastic surgeon suggested a f/u with a neurologist, but his office could not get me an appointment before (B)(6) 2013 and so far I have been unable to secure an earlier appointment on my own. The dermatology physician's assistant told me that my mouth could not be fixed. He said that facials may improve the wrinkling around my eyes. The only risk I was warned about was a possible "sunburn feeling" of my upper lip. I was informed that multiple treatments might be necessary to achieve permanent hair removal and I assured her that this was a one time thing for me. The procedure was done without my signing a permit. (B)(6) noted the permit was not signed after the procedure and gave it to me to sign and I signed it. Prior to the procedure, I verbalized to (B)(6) that I have rosacea, but I am not sure if I documented that on my info form. My concerns: I want someone to be honest with me and tell me what went wrong. I don't want this to happen to anyone else. My ignorance is no excuse for a poor outcome or a procedure that was not done correctly. I feel that procedures of this type need to be regulated and that consumers/pts should be made aware of all possible negative effects so that they can make an informed decision. If I had gone to a regular doctor's office I would probably have been advised that I did not need this procedure. In the meantime my life has been forever changed and no one seems willing to provide help or answers for the negative side effects that I have suffered due to having this procedure. I am also concerned about the effects of this procedure which is a procedure involving radiation which may have long-term effects on my health. Clearly the current info available on this procedure does not include the full spectrum of possible negative outcome when the procedure is done correctly mush less the possible negative outcomes when the procedure is done incorrectly as so obviously is the case in my situation. If people truly understood more about this procedure would they seek it in a (B)(6)?